Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced a dexcom g7 pairing failure while the sensor was on day three of use, and after confirmation of the pairing code and reentry of code 6626, readings resumed on both the g7 app and the ilet; user education and troubleshooting were provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included review of user-reported device behavior and real-time troubleshooting to verify successful data transmission. Investigation of this case revealed a transient wireless communication interruption between the ilet and the cgm sensor, with successful restoration of data transmission following re-pairing and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary bluetooth communication disruption that resolved without recurrence.